Event description:
Additional information received from the account: 1. The incident description states "for the release of device from tissue, the tissue on both sides of jaws was clipped." Was this tissue intended to be removed during this procedure? Yes the device was released by additional resection of tissue.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: after it completed the firing with the jaws closed, the jaw could not be opened again even by squeezing the handle. For the release of device from tissue, the tissue on the both sides of jaws was clipped. New one was opened to complete the case with no problem.

Manufacturer narrative:
(B)(4).